Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044263) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. In 2011 the consumer went to the gynecologist for a consultation for having multiple ovarian cyst and bleeding 2-3 weeks per month for a year after her menstrual cycle. She wanted a hysterectomy at the time. She was informed of the risk and complications along with the side effects of getting a hysterectomy and then she was told about the essure and was ensured that the essure device placement and an endometrial ablation would help solve her issue and that she would feel much better after the procedure was conducted. Essure was removed on (B)(6) 2014. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted and after approximately 3 years, essure inserts were removed. The essure removal is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of a device removal and that the reason for this procedure was not reported, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Further information and a product technical complaint analysis were being sought.

Manufacturer narrative:
Follow-up received on 09-feb-2016 follow-up attempts have been completed with no response to date. No further follow-up will be pursued. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted and after approximately 3 years, essure inserts were removed. The essure removal is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of a device removal and that the reason for this procedure was not reported, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 07-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information received on 13-nov-2015 no new clinical information received company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted and after approximately 3 years, essure inserts were removed. The essure removal is serious due to its medical importance and listed in the reference safety information for essure. Considering the nature of a device removal and that the reason for this procedure was not reported, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.